Event description:
This supplemental report is being filed to provide additional information that this device was explanted for battery depletion after less than six years of implant time. The device was successfully replaced with another. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing noise. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing noise. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.